Manufacturer narrative:
According to the information received from the field the recipient experienced distorted sound after a magnet resonance imaging (MRI). Reportedly the sound distortion improved after reprogramming. Furthermore, the recipient was experiencing pain and discomfort during the MRI scan likely caused by the force exerted on the implanted magnets by the MRI magnet fields. The device remains implanted and in use. This is a final report.

Event description:
User experienced pain during an MRI scan and hearing performance with the device is affected after the MRI scan. Refitting was performed and the sensation of distortion was reduced.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User experienced pain during an MRI scan and hearing performance with the device is affected after the MRI scan.